Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic cuff was implanted in a patient for the endovascular treatment of an anastomotic abdominal aortic aneurysm below the renal artery. The aneurysm was caused by a previously implanted y graft. A chimney technique was also performed during this procedure. The left renal artery was occluded while chimney technique was performed for the right renal artery at the initial implant procedure. The patient reported pain, there was aneurysm rupture, as well as type ia and ib endoleaks confirmed. That same day the, emergency treatment was performed and the right renal artery was also occluded and another manufacturer¿s cuff was implanted in the proximal site in addition to an endurant cuff in the distal site. Since the superior mesenteric artery was covered by the other manufacturer¿s cuff a stent was placed and expanded in the sma. The physician stated the cause of the type ia endoleak was caused by chimney technique. The outcome might have been different if the renal artery was occluded in the first place without performing chimney technique. The type ib endoleak might have occurred due to a short landing zone. Because the event was triggered by implem entation of chimney technique, it is very unlikely that the event was caused by any product issues. The cause of the rupture was due to the endoleaks. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.